Event description:
Customer stated "the back wheels on wheelchair are bent inwards. Customer states the front wheels are not swiveling".

Manufacturer narrative:
Customer stated "the back wheels on wheelchair are bent inwards. Customer states the front wheels are not swiveling".